Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed that the system was not booting up completely. The rse inspected the system and confirmed ethernet cable on the flexvision was faulty. Rse recommended to swap out the ethernet cable on the flexvision and change the port at the internal switch. Issue was resolved as the customer did not report any occurrence of the same issue. System returned to use in good working condition. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up and get stuck when the counter reaches 00:00. The device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.